Event description:
ICD pulse generator removal, debride pocket to remove the leads and old hardware. Rv extraction resulting in rv perforation with tamponade requiring pericardiocentesis followed by a pericardial window followed by a median sternotomy and open chest rv repair.